Manufacturer narrative:
The customer reported that around 9:15 am there may have been an spo2 related alarm that did not alert the user on the low limit side. Customer states that the limits may not have been set properly, but wanted to open an investigation to know for sure. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that around 9:15 am there may have been an spo2 related alarm that did not alert the user on the low limit side.

Event description:
The customer reported that at around 9:15 am there may have been a missed spo2 related alarm on the bedside monitor (bsm).

Manufacturer narrative:
Details of complaint: the customer reported that at around 9:15 am there may have been a missed spo2 related alarm on the bedside monitor (bsm). They stated that the limits may not have been set properly but wanted to open an investigation to know for sure. No patient harm was reported. Investigation summary: when nihon kohden clinical application specialist (cas) reached out to the customer, the event was explained in detail: "the customer stated that the bsm alarms were suspended when admitting a patient. He also advised that this is the same as he remembers. Cas advised that yes, the monitor is automatically suspended for a configured period of time to allow the staff time to place leads and other monitoring equipment on the patient without constant alarms. Cas also advised that it is very simple to press the "suspend monitoring" button to disable it if needed. Cas spoke with a staff member who stated that she wasn't sure if the staff liked this format. I advised that this is not a new process, the equipment has possessed this capability for some time now. Maybe an "auto" admit mode would work best for them. The customer acknowledged that the lower limit of spo2 may have been set incorrectly by the user. In subsequent communication, the alarm limit was not an issue. Instead, the alarm behavior at the start of the patient admission process was discussed. There was no issue with the device, and no indication of a device malfunction. The customer later expressed they did not want to pursue the discussion above. A service history for this serial number shows this is an isolated incident. There has been no recurrence history for this device. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.